Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, the scale and logo of the syringe are not marked, only a light line can be observed. A device history review for lot 1806260 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Product undergoes a series of tests and inspections throughout the manufacturing process according to procedure. Although we could not identify a direct issue, it was determined this malfunction occurred due to a failure in the transferring of the ink from drum to barrel during the marking process. Manufacturing personnel have been made aware of your experience to increase awareness of this issue. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It was reported that scale marking error was found before use with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, "no graduation in the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error was found before use with a bd plastipak¿ 20 ml syringe luer-lok¿. The following information was provided by the initial reporter, "no graduation in the syringe".